Event description:
It was reported that the wake button was delayed in responding to touch, and the insulin gauge was inaccurate. There was no adverse effect to customer's blood glucose level. Customer re-loaded the cartridge and continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.